Event description:
A customer reported a cartridge change error with their insulin pump. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer through several steps to troubleshoot the issue, including inspecting the cartridge and the pneumatic tap area and cleaning it. However, the customer was unable to successfully load the new cartridge despite assistance with filling and loading. During the explanation of an air removal step, which the customer claimed was never communicated by their healthcare provider, the customer became frustrated and disconnected the call. No further information regarding the outcome of the event was received.